Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer states the wall bucky tray is able to be pulled out. The field service engineer (fse) went to the site and confirmed that the screws that retain the catch component of the wall bucky system were sheared off. This resulted in the bucky tray being able to be pulled out of the bucky system by the user. The wall bucky system screws were replaced and secured with loctite. The bucky tray can no longer be pulled entirely out of the wall bucky system. There was no report of death or serious injury.